Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went from 264 mg/dl to 332 mg/dl and then 425 mg/dl. Customer reported that high blood glucose was treated with insulin pump and blood glucose would lower and then go high again. Customer reported of being hospital a year prior due to colitis and had a CT scan due to checking for an ovarian cyst. Customer did not have any symptoms of high blood glucose. Customer reported that blood glucose was going high when taking antibiotics.